Manufacturer narrative:
The reported events of the ¿threshold was very high and p wave was also not coming¿ were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil at the connector region was over torqued and the helix was slightly bent consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited an intermittent capture and had failed to sense. The physician attempted to reposition several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.